Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® 2 gp test kit. The customer reported a cmpt proficiency specimen was misidentified. The specimen was ran as an enterococcus and the first identification was an orange light and 50/50 enterococcus casseliflavus/enterococcus gallinarum. The customer reported that they checked the pigment and reported that it was yellow. However, a repeat identification confirmed enterococcus casseliflavus 97%. The organism was reported to cmpt, but the result came back as enterococcus gallinarum. Culture submittals were requested by biomérieux. Lab reports were submitted by the customer. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of a misidentification of a cmpt proficiency specimen associated with the vitek® 2 gp test kit. The isolate was not submitted for evaluation. An investigation was conducted. The customer reported testing the isolate from a culture on tsab (oxoid) incubated in co2. No other set up information was given. The customer reported that the first time the isolate was tested, a low discrimination call was obtained between e. Casseliflavus and e. Gallinarum. A check for yellow pigment was positive indicating e. Casseliflavus. A repeat test was performed and the gp card gave an excellent identification of e. Casseliflavus. There were 2 atypical reactions (cdex-, dsor+) for an identification of e. Gallinarum according to the gp knowledge base. As part of troubleshooting, the customer was instructed by gcs to also test for hippurate and a note on the lab report that gave the low discrimination result indicated hippurate was positive which is indicative of e. Gallinarum. A review of quality records confirmed the vitek® 2 gp lot 242399410 met qc performance testing and release criteria. Based on the conflicting results of the off line tests that were used to confirm the ID (yellow pigment and hippurate), its not clear if an error was made in the customer lab interpreting the yellow pigment result or if the reference ID of e. Gallinarum from the survey may be incorrect. Without the strain or raw data, its not possible to further evaluate the reported misidentification.